Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no act button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive act button. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 38 mg/dl. The insulin pump will be replaced.